Manufacturer narrative:
The intraocular lens (iol) was received and measured for diopter. Lens measured 28.0 diopter and is correct as labeled. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All available information has been reported.

Manufacturer narrative:
The returned iol was received and is currently undergoing analysis at the manufacturing site. A lower diopter intraocular lens was implanted to replace the initial lens. The iol met all manufacturing specifications prior to release. All currently available information is included in this report. An update to the MDR will be submitted when additional information is received.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication. Reason given was myopic, incorrect power calculated. Initial implant was replaced with the same model iol of a lower diopter.